Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that stopped delivering anti-tachycardia pacing (atp) prior to terminating the ventricular tachycardia (vt). The vt was terminated a minute later by atp. Programming changes were performed to prevent an early return to sinus. The patient was in stable condition.

Event description:
New information noted the patient initially presented in clinic for follow-up.